Event description:
It was reported to vyaire medical that during ventilation the nurse noticed that the vent screen was off. The unit was replaced without any harm to the patient, but trying to restart the unit it got stuck while turning on.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) # was unable to be obtained as the following information was not provided. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.